Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited variable high out of range shock impedance measurements, that have been fluctuating between 100 and 200 ohms for a long period of time. The device has been emitting beeping tones, and it is expected to be replaced due to normal battery depletion (nbd), so the involved health care professional asked boston scientific technical services (ts) if a right ventricular (rv) lead revision is recommended to be performed during that procedure. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received. Ts reviewed data from the device and confirmed that the shock impedance has fluctuated between 104 and 190 ohms, but the pacing impedance is very stable. A troubleshooting guide was provided to assess lead integrity, which includes possible patient maneuvers, x-ray imaging and commanded shock testing. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited variable high out of range shock impedance measurements, that have been fluctuating between 100 and 200 ohms for a long period of time. The device has been emitting beeping tones, and it is expected to be replaced due to normal battery depletion (nbd), so the involved health care professional asked boston scientific technical services (ts) if a right ventricular (rv) lead revision is recommended to be performed during that procedure. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received. Ts reviewed data from the device and confirmed that the shock impedance has fluctuated between 104 and 190 ohms, but the pacing impedance is very stable. A troubleshooting guide was provided to assess lead integrity, which includes possible patient maneuvers, x-ray imaging and commanded shock testing. No adverse patient effects were reported. The device remains in service. Additional information was received. A lead revision was going to be performed but it was cancelled upon conversation with the patient. The patient was declared palliative and attended the hospital to switch tachy therapy off. No adverse patient effects have been reported. This device remains implanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited variable high out of range shock impedance measurements, that have been fluctuating between 100 and 200 ohms for a long period of time. The device has been emitting beeping tones, and it is expected to be replaced due to normal battery depletion (nbd), so the involved health care professional asked boston scientific technical services (ts) if a right ventricular (rv) lead revision is recommended to be performed during that procedure. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received. Ts reviewed data from the device and confirmed that the shock impedance has fluctuated between 104 and 190 ohms, but the pacing impedance is very stable. A troubleshooting guide was provided to assess lead integrity, which includes possible patient maneuvers, x-ray imaging and commanded shock testing. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited variable high out of range shock impedance measurements, that have been fluctuating between 100 and 200 ohms for a long period of time. The device has been emitting beeping tones, and it is expected to be replaced due to normal battery depletion (nbd), so the involved health care professional asked boston scientific technical services (ts) if a right ventricular (rv) lead revision is recommended to be performed during that procedure. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received. Ts reviewed data from the device and confirmed that the shock impedance has fluctuated between 104 and 190 ohms, but the pacing impedance is very stable. A troubleshooting guide was provided to assess lead integrity, which includes possible patient maneuvers, x-ray imaging and commanded shock testing. No adverse patient effects were reported. The device remains in service. Additional information was received. A lead revision was going to be performed but it was cancelled upon conversation with the patient. The patient was declared palliative and attended the hospital to switch tachy therapy off. No adverse patient effects have been reported. This device remains implanted.